Event description:
As reported, the clinicians used 2 ml of saline for inflating the balloon. It was reported that the catheter was testing abnormal before use. It was indicated they were having trouble with deflation. For deflating the balloon, it was first deflated passively (with the syringe off, by removing the syringe from the gate valve) and then actively (with the syringe on, by sucking). Unfortunately, the swan was discarded by the customer. Per edwards IFU, ¿the syringe provided, inflate the balloon with co2 or air to the maximum recommended volume. Do not use liquid. It was indicated in the complaint description that the customer used liquid to inflate.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The balloon inflated with air and the balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated in 2 seconds without the syringe attached which was in specification. The balloon failed to deflate fully with the returned syringe attached. Per IFU, ¿passively deflate the balloon by removing the syringe from the gate valve¿. Note the syringe should be removed from the gate valve to passively deflate the balloon as stated in the IFU. Also note the IFU recommends inflating the balloon with co2 or air and "do not use liquid". All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. It was thought in error that the device was discarded.